Event description:
It was reported that the patient faced an infusion flow block alarm event on (B)(6) 2026. This led to high blood glucose and abdominal pain and vomiting and visited emergency room managed it with correction by pen.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.